Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that they just got a strong buzzing and then their stimulator kicked off. It has a phone with the doctor and an end of life (eol) they thought on their recharger. No further complications were reported/are anticipated.